Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported a motor error alarm while rewinding her insulin pump. She also reported receiving a no delivery alarm. Customer's blood glucose was 172 mg/dl. The customer could not recall any significant events leading to the alarm. The customer could not troubleshoot for the no delivery alarm because a motor error alarm had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.